Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4524-45 lead ,implanted: (B)(6) 1996. (B)(4).

Event description:
It was reported that that approximately one year after implant of the patient's implantable pulse generator (ipg), the patient experienced pocket pain and a pocket revision was performed. Approximately three months after the revision was performed, intermittent drainage was noted and a pocket infection was diagnosed. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.